Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.

Manufacturer narrative:
Sc-1132 (sn:(B)(4)). Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The source of the complaint could not be determined. The spectra ipg passed all the required tests and revealed no anomalies. Sc-8216-50 (sn:(B)(4)). Device evaluation indicated that the lead passed visual, mechanical and photographic imaging tests performed. The paddle lead was cut, and only the proximal portions were returned. Visual and x-ray inspections on those pieces found no anomalies. The cut damage was a result of a typical explant procedure and it was not considered a failure. Additional information was received that the distal end of the lead was also removed from the patient's body. The explanted distal end of the lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was not receiving adequate stimulation. High impedances were noted on several contacts on one of the sides of the lead. The patient underwent a revision procedure wherein the lead and ipg were replaced. Device malfunction was suspected. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was not receiving adequate stimulation. High impedances were noted on several contacts on one of the sides of the lead. The patient underwent a revision procedure wherein the lead and ipg were replaced. Device malfunction was suspected. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was not receiving adequate stimulation. High impedances were noted on several contacts on one of the sides of the lead. The patient underwent a revision procedure wherein the lead and ipg were replaced. Device malfunction was suspected. The patient was reportedly doing well postoperatively.